Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a gap on the adhesive of the distal end that caused a stain on the inside of the lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, there was a gap on the adhesive of the distal end that caused a stain on the inside of the lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported events could not be determined. In addition to the previously reported stain and gap in the adhesive, it was also noted that foreign material was found in the air/water cylinder and cylinder u. The foreign material in all areas could not be identified. It is likely the foreign material found at the air/water cylinder remained in the device because reprocessing could not be conducted properly since water tightness was lost due to a crack in the scope body and damage to the up/down knob. In regards to the stain inside the light guide lens, it is likely the material could not be eliminated with reprocessing as it was adhered to an area other than the outer surface of the device. Most likely the light guide lens glue peeled off due to physical stress by hitting/dropping the distal end or chemical stress from solutions used, which allowed humidity to invade the device, and cause corrosion. For the gap at distal end glue, it is likely that irregular stress was applied to the distal end during device handling by the user. The following was written in the instructions for use to warn the user about improper reprocessing: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.